Event description:
It was reported that the patient presented with dyspnea. Upon interrogation, it was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was discharged post procedure.